Event description:
Procedure: esophagectomy. The initial report to qa stated: the device was fired, but could not be opened to be reloaded. The surgeon used another device and there was no injury. However, upon receipt of the device on 10/17/2006 it appears that the device jaws remain shut and a tissue remnant remains in the jaws. While the surgeon has not stated the device locked on tissue, due to the nature in which it was returned this report is being issued as an adverse event report.